Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0pet2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implant felt like it was "protruding out like it was not lying flat under my skin." Since the surgery she noticed that when pulling her pants down she could feel the edges of the neurostimulator (ins). No outcome was reported regarding this event. The patient later reported that she was still having concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative. The patient had an appointment on (B)(6) 2015. More than a year later the patient reported that the ins was replaced because it was coming through the skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.